Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The cusa excel 36 khz straight hand piece was connected with a microtip for a procedure. The physician had hardly begun to use the unit when he complained that it was not working and that it was burning his hand. The surgery was finished with another hand piece. The following day, the first hand piece was used to see if it did the same thing. The power was set to 70% but, when the doctor used it, the power fell to between 30 and 10%. The surgery was completed with another hand piece that worked. Additional information has been requested.